Event description:
It was reported at implant attempt the lead had an apparent fracture, unacceptable thresholds, high impedance and no capture. It was also reported that the patient had difficult anatomy. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism.